Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # d9e60k. Device analysis: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿harmonic leads seemed not to work properly?¿ reply: the nurse who reported the problem said that the surgeon experienced how the device only worked intermittently, that it didn't seem to be fully connected via the handpiece to the generator. Did the generator display any error messages and if so what were they? Reply: this was not reported. Did the device/hp pass the pre-test? Reply: this was not reported. Had the device/hp been working and then stopped? Reply: yes, it worked, and then didn¿t work, intermittently.

Event description:
Reporting that one of their loan hp054 harmonic leads seemed not to work properly. This was discovered during a laparoscopic gyn procedure, undertaken by dr. The nurse team said while the issue was discovered during the procedure, there were no adverse effects to the patient. The surgeon asked for another hp054 to be opened and attached to the device, which then worked as per normal and expected, the procedure completed as per normal.